Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Two returned sutures were examined under a stereomicroscope. Both sutures had broken ends with several sites of instrumentation damage. The breakage appears to be related to instrumentation damage.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a kidney transplant procedure on (B)(6) 2014 and suture was used. On (B)(6) 2014, the patient underwent a re-operation due to bleeding caused by the failure of the anastomosis of the upper renal artery. During the re-operation it was confirmed that the suture broke. As a consequence, the renal pelvis was damaged due to insufficient blood supply. One of the renal arteries had clotted. The patient has been discharged from the hospital with good renal function.